Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed two resi protein test (insufficient reprocessing). The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received from the customer.

Event description:
Additional information from customer: the customer reported they used too much detergent and therefore the scope specialist could not perform test.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation and the information provided the customer allegations were not confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.